Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for (B)(4), lot number z000010034, identified no relevant deviations or anomalies. Product examination found that the nozzle of the fan spray tip had become detached. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends, as necessary.

Event description:
It was reported that during the surgery, the valve which set at the tip of fanspray tip came off during use. The surgeon noticed that during the surgery, and removed it. So, it didn't retain in the patient's body. No additional consequences have been reported as a result of this malfunction.